Event description:
Reporter alleged that inform meter sparked and smoked when docked and had melting at the connector area. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reference medwatch report with (B)(4) for the inform base unit used with this meter.